Event description:
Per the clinic, the patient experienced a cranial trauma leading to migration of the implant toward the mastoid. Subsequently, the mastoid region became swollen and irritated, leading to severe local inflammation. It was also reported that the patient experienced an infection behind the ear. The device was explanted (specific date not reported) and reimplantation at the contralateral ear is planned but had not taken place at the time of this report.